Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. The patient was turning over in the bed at the time of the latest event. This is the second time the patient has been shocked for noise. After the first time back in (B)(6), the sensing vector was reprogrammed to the primary sensing vector. Technical services advised some testing options. Office testing was able to reproduce the noise with patient movement. The sensing vector has now been programmed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.